Event description:
It was reported that the patient experienced oxygen desaturation (79% spo2) and hypercapnia (96% co2) associated with the use of the life 2000 device. The patient required hospitalization for the associated conditions. There was no allegation of a device malfunction. The device is not being returned, as the device remains with the patient for continued use. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that the patient experienced oxygen desaturation (79% spo2) and hypercapnia (96% co2) associated with the use of the life 2000 device. The patient required hospitalization for the associated conditions. There was no allegation of a device malfunction. The device is not being returned, as the device remains with the patient for continued use. This patient is a 39-year-old male with a history of severe copd/cor pulmonale, and alpha 1 diff. Preceding this allegation of injury, the patient was hospitalized for an unrelated respiratory condition. During this hospitalization, the patient initiated the use of an accessory mask for the life 2000 device. The patient was supplied a universal circuit connector, however, did not receive an oxygen adapter to be used for the patient¿s accessory mask. It is noted that an oxygen adapter was requested from baxter, and the patient was discharged home, however, the patient¿s condition deteriorated prior to the patient¿s receipt of the associated adapter and the patient was re-hospitalized. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The device instructions for use (IFU) state always have an alternate means of ventilation or oxygen therapy available. The patient has the option to utilize supplemental oxygen in conjunction with the life 2000 device via mode of therapy delivery (mask, nasal pillow interface, etc). The universal circuit connector (ucc) is used to connect any commercially available non-invasive mask (full face, nasal, or pillows) or tracheostomy tube to a life2000 ventilator or compressor. The oxygen adapter is connected between the ucc and the accessory mask. The oxygen adapter allows for the connection of oxygen tubing and the introduction of an oxygen source into the delivery of therapy. High co2 retention, or hypercapnia, is excessive carbon dioxide in the bloodstream that can commonly affect patients with chronic lung diseases (copd), bronchiectasis, emphysema, interstitial lung disease, and respiratory failure. Treatment is focused on improving ventilation which may include oxygen therapy, mechanical ventilation, and non-invasive ventilation such as CPAP or bipap. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient was reported to have been hospitalized due to hypercapnia (96%co2) and oxygen desaturation (79% spo2). It can be reasonably concluded that during hospitalization medical intervention was provided to preclude permanent impairment of a body function or permanent damage to a body structure, therefore, a serious injury did occur in this case. The cause of the patient¿s hypercapnia and oxygen desaturation is unknown, and likely multifactorial related to the patient's underlying pathology and need for increased oxygen. Additionally, the preliminary investigation suggests that the failure of the patient to receive the oxygen adapter at time of discharge necessary to allow for the introduction of simultaneous supplemental oxygen in conjunction with life 2000 therapy possibly caused or contributed to the reported event. The life 2000 device is not being returned, there was no allegation of a life 2000 device malfunction, and the life 2000 device remains with the patient for continued use.